Manufacturer narrative:
Investigation ¿ evaluation: one used flexor ureteral access sheath and dilators was returned without the packaging label. Visual examination noted the dilator was stuck inside the access sheath. Entrance through the skive appeared uniform and smooth. Under magnification scrapes and bubbles could be observed on the outside diameter of the sheath. This is indication the access sheath had been hydrated. The sheath distal tip appeared uniform, debris was observed on the edge of sheath tip as well as inside the sheath. Dilator was covered with thick debris and fibers. This complaint is confirmed based on the customer's testimony, and a physical evaluation of the returned product. Based on the provided information a definitive root cause cannot be established. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record could not be completed as the device lot information was not provided. A review of complaint history for this product/lot number combination could not be completed as the device lot information was not provided. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
During the ureteroscopy procedure, there was a film on the inside of the access sheath that came off of the inner dilator and into the patient. The user noted this right away and the film was successfully retrieved from the patient with an extractor during the procedure. No information was provided regarding outcome of the patient.